Event description:
It was reported that the device had inappropriate therapy, oversensing, and high ventricular impedances. Lead replacement is planned. No patient complications have been reported as a result of this event.